Manufacturer narrative:
PMA/510(k) # k172288 investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that a segment containing part of the cutting wire and the cutting wire securing component has detached and was not provided in the return. The detached portion of cutting wire measures approximately 20mm as the remaining attached portion of the cutting wire is 5mm long. The proximal remainder of the cutting wire has retracted into the clear catheter. The remaining proximal portion of the cutting wire was manipulated to exit the catheter and exhibits evidence of a cautery application (blackening of the cutting wire was noted) at the fracture point. The blackened area is at the proximal end of the cutting wire at the fracture point, this location may indicate contact with the scope when current was applied to the cutting wire causing the breakage. The metal cannula has moved distal from the proximal blue band. The catheter has split near the distal end where the anchor exited the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The cutting wire broke with detachment of a distal segment of the cutting wire including the cutting wire securing component. A definitive cause for this observation could not be determined; however, the location and blackening of the fracture point is indicative of possible contact with the scope when current was applied to the cutting wire. The instructions for use caution the user with the following comment: ¿when applying current, ensure cutting wire is completely out of endoscope. Contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to endoscope.¿ a broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "the elevator should remain open/down when advancing or retracting the sphincterotome.¿ this activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: a cook representative has been directed to contact the medical facility involved and inform them of the missing wire guide anchor that was discovered during the evaluation of the returned device.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that the physician detected that the cutting wire broke during the procedure. There was no reportable information at that time. The device returned on 17 sep 2024. Per our device evaluation the cutting wire anchor has separated from the tip with detachment and was not included in the return. [Subject of report]. Even though the device was returned with a missing wire guide anchor, according to the initial reporter a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.